Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a MRI scan, an estimated battery longevity anomaly was observed. Further information was requested but not yet available. The patient was in stable condition.